Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we the technician confirmed that the us probe eus image no scanline; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. Unable to determine if the nozzles glue had fallen out into the patient or during reprocessing. The customer only complaint of "gfe poor image quality & shadow ultrasound image crystal is broken". Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).